Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) confirmed with the customer that the reported 0-degree endoscope plus has not experienced the issue since it was last reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Fse confirmed that the endoscope has not experienced the issue since it was last reported. The phone support details did not reveal any issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an issue encountered with their 0-degree endoscope plus. The endoscope flipped orientation from 30 up to 30 down on its own. It was not manually being rotated at the sterile field and surgeon was not accidently rotating it. Tse viewed system logs but did not find any associated errors. The procedure was completed with no reported injury.